Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are not straight. Patient provided notes from dental visit. In the notes, it is reported the patient presented with localized horizontal bone loss and moderate calculus. Bleeding on probing and srp are needed to achieve oral environmental conducive for health. Periodontal disease noted and charted 3-7mm pockets with moderate bleeding. Moderate calculus and plaque noted. Periodontal type IV severe periodontitis. This is a contraindicated patient.